Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Intraprocedural angiograms were provided for review for the event description above. Patient¿s executive summary was provided for anatomical review. Annulus perimeter and perimeter derived diameter is 83.1 mm/26.5 mm suggesting a 34 mm evolut per sizing matrix. A fluoroscopy valve load inspection was not performed. A pre bav was performed. During the valve implantation attempt, an infold is noticeable. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be rec aptured, removed from the body, and discarded. New sterile components must be used. Since a fluoro valve load was not performed, the reason for the infold could have been a misload; however, without images it is inconclusive. Per the event description above, a new valve and delivery catheter system were used and difficult positioning the valve was noted. The valve depth was either too high or too deep. Medtronic best practices covers tips and techniques in challenging cases. After evaluating the angio images, it appears that the same technique was used in every attempt, and no tips and/or techniques were used to implant the valve in a challenging anatomy. Images provided for review found that during the valve implantation attempt, an infold is noticeable. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. In this case, there was no field allegation of infolding reported. With limited information available, a conclusive cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve (d701767) into a patient with severe calcium, the delivery catheter system (dcs) was unable to deploy the valve prior to 80 percent deployment because the valve would not situate at any appropriate depth for full release. After four deployment attempts, the valve would not adhere to the aortic annulus; the valve would move aortic each time. The valve was recaptured three times into the dcs due to the valve either popping out of position aortically prior to 80 percent deployment or the valve implant position being too deep and the valve was withdrawn from the patient. The valve and dcs were replaced. Subsequently, during the attempted implant of the second valve (d701766), the dcs was unable to deploy the valve. After four deployment attempts, the valve would not adhere to the aortic annulus; the valve wo uld move aortic each time. The valve was recaptured three times into the dcs due to the valve either popping out of position aortically prior to 80 percent deployment or the valve implant position being too deep and the valve was withdrawn from the patient. The valve and dcs were not replaced. The procedure was aborted. Of note, it was thought that the valve "slipped" and could not stick resembling similar results of cases where the valve was undersized and/or there was moderate/severe aortic insufficiency present. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Intraprocedural angiograms were provided for review of the event. The patient¿s executive summary was provided for anatomical review. Annulus perimeter and perimeter derived diameter was 83.1 mm/26.5 mm suggesting a 34 mm evolut per sizing matrix. A fluoroscopic valve load inspection was not performed. A pre-implant balloon aortic valvuloplasty (bav) was performed. During the valve implantation attempt, an infold is noticeable. Per the event description, a new valve and delivery catheter system were used and difficulty positioning the valve was noted. The valve depth was either too high or too deep. Medtronic best practices covers tips and techniques in challenging cases. After evaluating the angiogram images, it appears that the same technique was used in every attempt to implant the valve in a challenging anatomy. Conclusion: pending investigation completion medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.